Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd totalys slideprep cross-contamination occurred during use. The following information was provided by the initial reporter: "customer noticed imprints on the slides which they believe is possibly bundles touching down during staining and have stopped using this instrument. Pathologists reviewing slides have noted possible non patient cells in contact area. Account reports there have been no erroneous reports determined and instrument is currently not in use. Hazard, injury or erroneous results? No, hazard, injury or erroneous results details."

Event description:
It was reported that bd totalys slideprep cross-contamination occurred during use. The following information was provided by the initial reporter: "customer noticed imprints on the slides which they believe is possibly bundles touching down during staining and have stopped using this instrument. Pathologists reviewing slides have noted possible non patient cells in contact area. Account reports there have been no erroneous reports determined and instrument is currently not in use. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. "

Manufacturer narrative:
H6 investigation summary: complaint reports contamination on slideprep (catalog number 491346) serial number (B)(6). Complaint alleges imprints on the slides due to possible bundles touching down during the staining process. Pathologists reviewing slides have noted possible non patient cells in contact area, no erroneous results reported. Service adjusted the quad bundle height, tested the operation and the instrument was left operating normally. Root cause is attributed to incorrect bundle height. This complaint is a confirmed failure of the instrument based on the service investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2018. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter."